Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet completed.

Event description:
It is reported that the needle would not retract back to the cannula. This was noted during the procedure. There was no difficulty removing the product from the packaging. Post procedure, the wire tip was stripped and hanging on by a thread. The target lesion was the sfa and it was a cto.